Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode extrusion. The recipient is presenting with sound quality issues. The recipient's ear canal has eroded. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent repositioning surgery on april 17, 2023. During surgery, a cholesteatoma was removed. Hydroxyapatite was used to secure the lead. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.